Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for spinal pain. Information was reported that the patient stated that their stimulation keeps shutting off. The patient said she goes to charge and it says stimulation off. The patient was wondering why her pain would be so bad. She would check every day when she charges it. She would go to between two modes and change from 4.2 to 4.4 and then it would say ins off. The patient stated her ins battery would be between 20% and 40%. She said she has never let her battery die. The patient said to lock it she presses the pad lack in upper right hand corner. It was recommended that the patient go back to their doctor and have a manufacturing representative (rep) look at the error codes to see why it is shutting off. The patient didn't want to do that and she wanted a new hand held. No further complications were reported. No patient symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received stated that the cause of the stim turning off was unknown, but to resolve the issue the device was returned to the manufacturer, and the issue is now resolved. No further complications were reported.